Event description:
A report was received that the patient's ipg will be explanted for an unknown reason.

Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg will be explanted for an unknown reason.

Manufacturer narrative:
Additional information was received that no information can be obtained regarding the patient's explant.